Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and that the buttons on the insulin pump were stuck. The customer's blood glucose was 100 mg/dl. While troubleshooting, the customer stated that she was wearing the insulin pump no the inside of her pants as always. The customer confirmed that the insulin pump was not bumped, dropped or exposed to moisture. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window.